Manufacturer narrative:
As reported, they already had slight problems with the short lock of 6f-7f mynx control vascular closure device (vcd). When weaning, everything went well, but after removing the mynx, it was found that it was not tight. The patient suffered a large hematoma that was 8-10cm. The patient was very obese. The operator was in-training to the mynx control device. The device was stored as per labeling. The device will not be returned for analysis. The device was used in an interventional peripheral procedure using an ante-grade approach. Heparin was given during the procedure. There were no multiple sheath exchanges. A 6f sheath was used in the procedure. Multiple stick attempts were not made before intravascular access was achieved. The patient's hospitalization was not extended as a result of the event. Additional patient and procedural details were requested but were not available. The product was not returned for analysis. A product history record (phr) review of lot f2109502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vacuum lock failure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, to prepare the balloon: fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock. ¿haematoma¿ was reported, an exact cause for the event could not be established. Hematoma development is a known adverse event associated with femoral access sites and/or the use of a vascular closure device and is listed as such in the instruction for use (IFU). The mynx control IFU warns: do not use the mynx control vcd if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site. Do not use the mynx control vcd if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. Review of the information provided suggests that there are possible patient and procedural factors that may have contributed to the reported event. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, they already had slight problems with the short lock of 6f-7f mynx control vascular closure device (vcd). When weaning, everything went well, but after removing the mynx, it was found that it was not tight. The patient suffered a large hematoma that was 8-10cm. The patient was very obese. The operator was in-training to the mynx control device. The device was stored as per labeling. The device will not be returned for analysis. The device was used in an interventional peripheral procedure using an ante-grade approach. Heparin was given during the procedure. There were no multiple sheath exchanges. A 6f sheath was used in the procedure. Multiple stick attempts were not made before intravascular access was achieved. The patient's hospitalization was not extended as a result of the event. Additional patient and procedural details were requested but were not available.